Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. The analysis of the data logs revealed that there are no positioning related alarms seen on the day of the reported positioning issue. Based on the available information, the root cause of the positioning issue was most likely use related based on the provided clinical information. The cause of the product damage was a damaged sterile sleeve likely caused by excessive force. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 47-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The left ventricle (lv) signal was reported to be choppy. An echo showed that the device inlet was trapped in a mitral valve leaflet. While positioning it, the device got pulled back into the aorta and the sterile sleeve ripped. The pump was explanted and replaced. There was no harm reported to the patient.